Event description:
The customer reported that the hd autoclavable camera head scope lock broke and the spring inside was visible. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The customer held the rigid scope down so that it would not come out of the scope mount. It was unknown if the procedure was delayed. The procedure was completed with the same scope. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the cable was scratched and water flooded due to cable damage. It was also noted scope mount actuation was heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken scope lock could not be identified. However, it¿s likely the cause is related to stress being applied to the scope mount. Olympus will continue to monitor field performance for this device.